Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No component unlock connector noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer's wife reported via phone call that the act button weren't functioning correctly. Customer's blood glucose was 226 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.